Event description:
A report was received that the patients ipg position was not comfortable. It was also mentioned that the patients ipg gets warm when charging. The physician believed that the ipg had migrated. The patient will undergo a pocket revision procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patients ipg position was not comfortable. It was also mentioned that the patients ipg gets warm when charging. The physician believed that the ipg had migrated. The patient will undergo a pocket revision procedure. No device malfunction was suspected.